Manufacturer narrative:
(B)(4). The device history record (DHR) review for the instrument in question was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a 100pc. Lot in august of 2014. Evaluation of the returned instruments showed that the tips are aligned properly with each other both in the open and closed position. Further evaluation of the returned instrument showed that although the tips are aligned properly the tip set in the open position is slightly oversized to print specifications. This instruments pick-up, retains, closes and releases clips as required of its function. At this time, we are unable to determine what caused the alleged failure of this instrument in the field although mishandling at the customers facility is suspected. All instruments were 100% visually inspected and function tested at the time of manufacture as this is a standardized procedure at this facility. No corrective action required at this time.

Event description:
Alleged event: a clip could not be set correctly in the jaws and there was difficulty holding the clip, so the user did not use the applier and another applier was used. No medical intervention was necessary. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a clip could not be set correctly in the jaws and there was difficulty holding the clip, so the user did not use the applier and another applier was used. No medical intervention was necessary. No clips fell into the patient. The patient's condition was reported as fine.